Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: it was reported appearance cosmetic or color ¿ needle. The actual device was received for analysis. During the visual inspection of the sample a, the needle was received broken in two section. Body fluids were present on needle and marks could be observed by use of a surgical instrument. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When the nurse open the package, it was found that the needle was found broken and found suture needle detached in package. Changed another one to complete surgery. No additional information could be provided. There were no adverse patient consequences reported. Upon evaluation of the device, the needle was broken in two pieces.